Manufacturer narrative:
Additional narrative: (B)(6). 4 (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the air oscillator device motor power was too low. It was noted that the engine and gear box were defective. It was also noted that the device failed pre-repair diagnostic tests for saw blade quick coupling assessment, hose coupling assessment, saw head assessment, excessive noise, air leak, frequency, starting behavior, and performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.